Event description:
The reporter contacted animas on (B)(6) 2014 alleging a power (battery life) issue. Customer support (cs) completed troubleshooting and low battery alarms were emitted from the pump. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with vomiting and lethargy. The patient was taken hospitalized and treated insulin via pump, injection and IV fluids. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: a review of the black box revealed low voltage after a battery replacement. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump electrical current draws were tested and were within specifications. The pump passed the delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.